Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempt. The patient underwent a procedure wherein the non-rechargeable implantable pulse generator (ipg) was replaced with a rechargeable device. The patient was doing well postoperatively, and the explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.